Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a cut in the hose and would not rotate. Therefore, the reported condition was confirmed. It was determined that the hole in the hose was from allowing the hose to come in contact with a sharp object. This was indicative of misuse, abuse and/or error. It was further determined that device would not rotate because the vanes were worn out. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the device had a cut in the hose and would not rotate. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.